Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated and no malfunction was found. The nozzle units in the o2 and air gas modules were precautionary replaced but not returned for investigation. The ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. The event log confirms the reported alarms for low o2 concentration. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms for low o2 concentration has not been determined, but the nozzle units was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).